Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle packaging was noticed to be a discolored yellow before use. As reported by the customer, translated from chinese to english, "it was found the unit package yellowed before using and not used on patient."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After analyzing the affected sample provided to the manufacturing site for evaluation, we could see the reported yellowed film of the blister and confirm the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue.

Event description:
It was reported that the bd syringe¿ with needle packaging was noticed to be a discolored yellow before use. As reported by the customer, translated from chinese to english, "it was found the unit package yellowed before using and not used on patient."